Event description:
Reporter stated pt when to the hosp in september with high blood glucose, no value was provided. Reporter stated pt alleged device was broken and her blood glucose was fluctuating high and low. Reporter had no additional info and did not have the device. Reporter was asked to retrieve the device serial number and more information on the accident and call back. Multiple attempts have been made to contact the reporter and pt. As of 11/22/05, no additional information has been received from the rpeorter on the pt.